Event description:
Defective arthrocare ent coblator ii. The handle housing had a small crack not noted upon opening the piece until it was in use. The crack allowed electricity to arc, which created a small superficial burn on the pt's lip.